Event description:
It was reported that the ilet user accidentally entered two meal announcements about 15 minutes apart, after which her blood glucose was 134 mg/dl and she sought guidance. The user was advised to monitor for potential hypoglycemia due to duplicate carbohydrate dosing. No reported symptoms. Outcomes included user counseling to ingest fast-acting carbohydrates and to monitor blood glucose closely, with instructions to call back if a low occurred; no alarms, alerts, or medical care were reported. Investigation included a review of user-reported use and troubleshooting education regarding duplicate meal entries and glucose monitoring. Investigation of this case revealed user error related to duplicate meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.